Event description:
This was a left-sided cardiac lead extraction conducted in the ep lab to extract 1/2 leads (mdt 6949 - rv; mdt 5076 - ra, both 72mths old) due to a fractured mdt 6949. Patient was placed under conscious sedation, prepped with a femoral line and fluoroscopy in use. Baseline abp was 131/90 with a heart rate of ~130. At (1055) the md opened the pocket, cut and prepped the mdt 6949 with a lld-ez, placing a stylet into the mdt 5076. Patient complained of chest pain during this preparation. At (1058) lasing began with a 14f gl and the mdt 6949 was successfully extracted within 31 seconds. The mdt 6949 had excessive tissue adherence around the proximal coil. The patient's abp began declining. The md removed the lead, left the 14f gl in place and inserted a guidewire for re-implantation. The 14f gl was removed and a short sheath placed over the guidewire. The patient's abp was now in the 60's and o2 sats in the 70's %. Fluoroscopy showed no heart wall movement. CPR started within 2 minutes of initial abp decline. Epinephrine being given. At (1100) the cvs and rt were paged. At (1115) the md intubated and began bagging the patient. A pericardiocentesis was performed, draining ~130ml. At (1120) the cvs arrived and soon afterwards the rt entered the lab. The cvs and md were accessing the patient. At (1140) the patient's pressure was 124/99 and was breathing on his own. At (1145) the patient's abp was 104/76, heart rate was 125. The cvs decided no further intervention was needed and left the lab. At (1200) the patient's abp was 136/85, o2 sats 99% and dopamine being given. At (1230) st elevation noted; interventional cardiologist arrives. A left-sided cardiac cath performed and showed an occlusion of the right circumflex artery at the newly placed stent. At (~1400) the patient went into cardiac arrest and died on the table.

Manufacturer narrative:
Device disposed of after use.